Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. At the visit on site, the field service engineer (fse) could not find any problem. Fse verified the flap thickness with pmma cuts. The system was successfully verified according to company specifications. The pmma cuts were also verified by laser company and could confirm that there is no indication of a product malfunction. There is no indication that a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to thin and/or incomplete flap may be movement of the patient, improper docking and/or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, flap thickness was not given from the beginning. Incomplete flap was reported with the idea that the flap was too thin and was tilted. Surgeon was asked to verify flap thickness with an optical coherence tomography at post operative visit..

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an incomplete flap during a lasik procedure on a patient's right eye. Upon follow up, no patient impact was reported. Surgeon did not take any special measures. The observed effects were outside the photoablation zone of the excimer treatment that followed. Upon additional follow up, clinical applications specialist found that flaps were a little bit thicker than expected. There are two related reports. This report addresses patient one and another manufacturer report will be filed for the fellow patient.